Manufacturer narrative:
E1: facility name: (B)(6). H3/h6: one device was received for evaluation. Visual inspection found the device to be in used condition. A primary audible alarm power on self-test (post) and a acu watchdog alarm were revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, it was verified in the event history log. The root cause was unable to be established. Ad a preventative measure the speaker was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an acu watchdog failure error code. There was unknown patient involvement.